Event description:
An anesthesia ventilator quit working, it stopped moving during a procedure. This occurred shortly after an upgrade to prevent problems with ventilator failures. There was no patient injury. The manufacturer service representative is aware of the event. Biomed analysis: biomed responded to the problem and found that the piston and rotating ball screw assembly had unscrewed at the attachment point. Biomed reassembled the components and ran tests on the ventilator. This occured 4 days after an upgrade to prevent ventilator failure.